Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reax1714 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after 8 months of use, the PICC catheter presented a fracture / tiny hole with extravasation of the serum therapy near the insertion. It was possible to visualize due to the detachment of the dressing. Because of this, x-ray contrast was requested, confirming this leak and soon after the examination the catheter was removed from the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to the reported leak was unconfirmed since no leak could be replicated within the device. One 5fr single lumen powerpicc was returned for investigation. The catheter exhibited evidence of use. The printing on the extension leg and molded wing was partially worn. Impressions from grasping instruments (e.g. Forceps) were observed in the purple connector. The tubing had been trimmed to length and extended to the 40cm depth mark. Residue that is consistent with the tacky substance that remains after tape or a dressing is removed was observed on the extension leg and molded wing. The clamp was closed over the extension leg. Both a functional test and a microscopic examination revealed no breaches in any part of the catheter. It was reported that the PICC presented a fracture/hole after 8 months of use. Since the catheter had been used without any problem for 8 months, there is no indication that the manufacturing process caused the reported problem. Since no leaks could be replicated in the device, the complaint was unconfirmed. A lot history review (lhr) of reax1714 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after 8 months of use, the PICC catheter presented a fracture / tiny hole with extravasation of the serum therapy near the insertion. It was possible to visualize due to the detachment of the dressing. Because of this, x-ray contrast was requested, confirming this leak and soon after the examination the catheter was removed from the patient.